Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was there a drop in pressure? No if yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Unk. Were you able to identify where the leak was coming from? Coming from seal on top. Was a device inserted in the trocar during the leaking? No. Was any torque being applied to the trocar or device? No.

Event description:
It was reported that the devices were used during a laparoscopic sigmoid colectomy procedure. The devices leaked. Had to switch back to different trocar to use the devices. The air leakage was heard during the use of the trocars. A different device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the b12lt device (a) was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The final quality release criteria was met before this batch was released for distribution. The analysis results found that the b12lt device (b) was returned in good condition. A leak test was performed and the device was noted to leak without the test probe inserted through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Device b additional information: batch # unk; expiration date: unk; manufacturing date: unk.